Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that there was missing data from the download. A diasend issue was ruled out through troubleshooting with the clinic and no time and date issue was observed. The patient¿s guardian insisted on replacement and lost faith with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: the pump powered on normally during testing and was exercised for 24 hours with no errors, alarms, or warnings. A 10 unit audio bolus and 10 unit normal bolus were performed successfully and both were recorded in the pump¿s history in the correct order. A down load of the pump showed the boluses. No hypersensitive keypad buttons were observed during testing. Unrelated to the complaint, evaluation revealed a cracked battery compartment.